Event description:
Customer reports that he received a box of sensors and it did not contain adhesive tape. Customer inquired if he could use band-aid. Customer was advised that he could use band-aid until he received correct tape. Customer reports that he does not believe his insulin pump is functioning properly as he experienced two low blood glucose events of 42 mg/dl. Customer was advised that correct tape would be sent to him. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.